Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The screen has become dim during the 3 months prior to the complaint, and can only be read in a dark room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 16-mar-2018 with the following findings: during the investigation, the display was found to be dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.